Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, hard drive, right monitor, and software were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the stenoscope system would not boot up and the right monitor would not power up. No patient injury was reported.